Manufacturer narrative:
Additional information: this supplemental is filed to create a link to an MDR filed under manufacturer report number # (B)(4). The MDR was filed for leakage of the maxzero, but the investigation concluded that it was the syringe that experienced the malfunction. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd¿ syringe leaked during use while connected to a patient. The following information was provided by the initial reporter: "it was reported that a disposable device leaked while connected to a patient. Although requested, there were no further details or information provided and no report of harm."

Event description:
It was reported that the unspecified bd¿ syringe leaked during use while connected to a patient. The following information was provided by the initial reporter: "it was reported that a disposable device leaked while connected to a patient. Although requested, there were no further details or information provided and no report of harm."

Manufacturer narrative:
H.6. Investigation summary: sample received for investigation. Additionally, twenty retention samples from lot 8255724 were visually and functionally evaluated to verify the defect reported. There was no lot number reported to carry out the documentary investigation, so to carry out an analysis, a retention lot manufactured in the same mold is taken as a reference. Furthermore, the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The following analysis were carried out on the retention samples, damage to the pivot or tip of the syringe, leakage with device, deformation in the thread of the barrel, and defects on molding for barrel, plunger rod and/or stopper affecting functionality or safety for the finished product. The tests performed on the retention samples were compliant, no defects were observed. The defect was not confirmed and the root cause could not be determined. At this time, no corrective actions are necessary h3 other text : see section h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe leaked during use while connected to a patient. The following information was provided by the initial reporter: "it was reported that a disposable device leaked while connected to a patient. Although requested, there were no further details or information provided and no report of harm."